Event description:
It was reported that, "3 connector adaptors failed to work properly and hold the reduction achieved from the reduction handles. The nut that threads down to lock the connector at the desired angle got stuck and locked up. This was frustrating because it happened on 3 different connector adaptors. The result was not good. There was extended operative time to replace the 2 broken connector adapters, and then more time was wasted to revise it a second time and replace the third connective adapter that failed. Also, by this time in the surgery, (B)(6) md was not getting the fx to reduce as much as it did with the initial reduction and restoration of height."

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.